Manufacturer narrative:
Two of the six suspect devices were returned for an evaluation. The remaining four were inadvertently discarded by the user facility. The evaluation concluded the set screws were properly manufactured to design specification and perform as intended. No irregularity was detected. Correspondence from the sales rep revealed the surgeon believes the set screws were not torqued during the initial surgery. He has no concerns with the zodiac spinal fixation system. The instruction for use, ins-025 states; it is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. Surgical technique lit-83065 instructs the user to utilize the supplied 100 in/lb torque wrench. Turn the t-handle clockwise. Final tightening is achieved when the t-handle audibly clicks.

Event description:
X-rays taken during a post-op visit revealed 4 of 6 zodiac set screw had become detached from their mating construct. Revision surgery conducted on (B)(6) 2011 to remove and replace the set screws discovered the remaining two were loose. The zodiac spinal fixation system was originally implanted on (B)(6) 2011.